Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: no visible damage to the millar sensor. Multiple severe kinks along catheter body. Internal catheter wires are broken 47 cm from the connector. Received catheter tied in a looped configuration held with sutures. No testing was possible. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.

Event description:
The affiliate reported: the patient was male and (B)(6) old. The microsensor was implanted on (B)(6) 2013. After 1 day of the operation, no signal detected when connected with icp generator. Changed another icp and cable but still failed. The surgeon had to remove the device and implanted another microsensor with serial no. (B)(4). No more issues reported with the 2nd implanted device. The sales rep reported the patient was dead on (B)(6) 2013 due to external injury. (After use on patient) (B)(4) 2014, the affiliate was asked if the surgeon feels that this device has caused or contributed to the patient's death? (B)(4) 2014 the affiliate responded: no. The surgeon also confirmed the death due to external injury.